Event description:
The customer reported that the system will not boot. No pt injury was reported.

Manufacturer narrative:
The ge service rep booted the system up with service switch and found the system failed fdsk. He removed and replaced the sata hard drive. He reloaded the software, reloaded the cal and config files on system, calibrated touch screen, booted the system up with no errors, and fluoroed and saved the images with no problems. The system is operating as intended.